Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received numerous shocks for supra ventricular tachycardia (svt). It was noted that the device battery depleted. The device remains in use, however, is being replaced. No further patient complications have been reported as a result of this event.